Event description:
It was reported that externalized conductors were observed via image.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The lead was returned in two pieces. Analysis found internal insulation abrasions between 10.0cm to 12.5cm and 15.0cm to 16.0cm from the lead tip. Externalized sensing cables were noted and the etfe coating was intact.